Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of discomfort is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced discomfort with an inflatable penile prosthesis (ipp). The patient was also not happy with the device placement and the sizing, as the measurements on each side were different. Additionally, the patient believed the left cylinder did not fully deflate. A surgical procedure was performed in which the existing components were removed and a new ipp was implanted. There were no further patient complications.